Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed for during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during prime multiple times. No further information reported.